Event description:
On (B)(6) 2013, a customer using an industrial version of the analyzer (the commercial name for the industrial instrument is the "gallery") for water testing in (B)(6) complained about not getting any results out when using the "report-to-file" function. An internal investigation of the industrial customer complaint revealed a software error. Given that the gallery shares the same software as the indiko clinical chemistry analyzers (indiko, product no. 98630000, indiko plus, product no. 98640000 - hereinafter collectively referred to as the "indiko clinical analyzers"), our internal investigation also noted that there is a potential that sample ID and test results could get mismatched in the indiko clinical analyzers. There has been no complaints of this issue nor injuries reported from any customers of the indiko clinical analyzers. In short, there is a potential risk of mismatch of sample ID and test results when using report-to-file feature of sw versions 1.0 to 5.0, more specifically, the crystal reports runtime library. The indiko clinical analyzers can be operated appropriately and give correct results w/o the report-to-file feature.

Manufacturer narrative:
On (B)(4) 2013, thermo fisher scientific oy informed our customers immediately to stop using report-to-file feature in the reports window and in the archive window. Shipments of indiko clinical analyzers have also been stopped until the new software can be installed on new instruments. A CAPA has been opened, internal number is (B)(4). Corrective action: software bug fix and launch of sw 5.0.1 expected to be released after testing on sept 9, 2013. Mandatory update of software.